Event description:
The medtronic support specialist was present during a case. The site was using the right long tactile, 962011s for the first time and the tip broke off in the vertebra. The doctor was unable to get the tip out due to the depth. The doctor decided to leave the probe fragment in the patient because it was too deeply imbedded in the patient's bone to remove.

Manufacturer narrative:
Evaluation of product is anticipated. Product has been received by medtronic and expected to be analyzed. Results from all evaluations will be provided in a follow-up report.